Event description:
It was reported that the gastrointestinal videoscope had blocked adhesive during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion section was crystallized. Based on the results of the investigation, and since the blocked adhesive was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, the most likely cause of the foreign material on the insertion section was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.